Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient rec'd two scs leads with the same lot number. It was reported the patient experienced pain (uncertain if the pain had increased) in the same area as the patient's pain pattern after the procedure. Subsequently, the patient felt increased left hand pain and was having difficulty gripping objects. F/u identified the patient's entire system was explanted. Product will not be returned.